Event description:
A bipap a30-s silver series ventilator was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation at the third-party service center, the device was visually inspected, and foam particles were observed. The device was remediated, and the foam insulation needs to be replaced to resolve the issue. The third-party service technician observed the error code, failure of the outlet pressure sensor, in the device's error log. The third-party service technician further evaluated and determined the printed circuit assembly (pca) board had caused the error codes to occur on the device. In conclusion, the device's pca board was replaced to address the issue. The root cause is confirmed at this time. The device was scrapped per the customer request. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. Additionally, during the service of the device, the warning label needs replaced for physical damage unrelated to the reportable issue. The rubber feet need replacing for missing on the device, which was unrelated to the reportable issue.